Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, machine is requesting for login, customer requesting to change bio ID as the last time service was done to fix the issue. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem to reflect no delay. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had requested a change to the biometric identifier. A field service engineer (fse) replaced the biometric cable and the biometric identifier (bio ID) module. The customer successfully logged in using the updated bio ID. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es user requested to change the biometric identifier. However, there were no delay to patient care and adverse events or injuries reported based on this incident.